Event description:
It was reported that after a procedure it was noticed that the patient had a perforation in the atrium. At the end of the procedure, while performing a final intracardiac echocardiographic assessment, the physician identified a small perforation. No pericardial fluid was aspirated, but an echocardiogram was ordered to be performed after the procedure. No more information was provided. No device issues were reported. The device is not expected to be returned for laboratory analysis, it was disposed.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the patient's information, patient's status after the complication, and specific device information, but further information was unable to be obtained from the account.